Event description:
It was reported that an increase in the capture threshold was observed on the right ventricular (rv) lead. During the revision procedure, the stylet had difficulty being inserted into the rv lead and the helix of the rv lead was unable to extend. Furthermore, blood was observed in the helix. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.